Manufacturer narrative:
Due to character limit in the e1 section, (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that after repairing a screen malfunction, there was an explosion sound inside the machine. After the explosion, the device screen went black and could not be turned on.there was no patient involved and no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It is unclear if a getinge field service engineer was dispatched to evaluate the unit. The initialdiagnosis was a short circuit, a blown fuse, or a damaged power module. The customer has currently rejected the repair quote. The problem did not occur during use and no damage was caused. There is no additional information provided since all gfe attempts were met with no answer. The record will be updated if new information becomes available.